Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Episodes of right ventricular oversensing were observed. It was debated whether this was a lead issue but lead parameters were stable. The oversensing was thought to originate from myopotentials. Programming changes were suggested but not made as the oversensing was minimal and being detected correctly. Also the device was close to normal battery depletion and being scheduled for a routine downgrade and the lead was to be re-used. The patient was stable.